Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the operating system, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot, and the frozen system prevented x-rays on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.